Event description:
It was reported that during a drug eluting stenting treatment procedure, the physician was unable to cross the lesion and stent damage was noted. The physician attempted to cross the 90% stenosis in the moderately tortuous rca with a taxus express2 3.5 x 12 mm stent. The physician had predilated with a 3.0 x 12 mm maverick balloon. After the stent delivery system was removed from the body, it was noted that the stent had flared out. The physician was able to cross the lesion with a taxus express2 3.5 x 8 mm stent and the procedure was successfully completed. No pt injuries or complications were reported.